Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. .

Event description:
Same case as MFR#2134265-2009-06110, 2134265-2009-06112. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with chest pain radiating to the left shoulder and was admitted to the hospital. An EKG was performed which revealed a myocardial infarction. Three 2.5x24mm taxus express2 stents were implanted in the right coronary artery (rca). The patient was instructed to take plavix for at least six months following the stent implantation and it was noted that the patient was compliant. Eleven months later, the patient presented with a myocardial infarction due to in-stent thrombosis of the right coronary artery at the taxus stents. The patient underwent thrombolytic therapy and coronary angiography.